Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that the patient had inappropriate shocks due to electromagnetic interference while hammering nails into the soil for the tent attached to their caravan. The device remains in use. No further patient complications have been reported as a result of this event.